Event description:
Complainant believes that the company is importing a reproductive device in violation of FDA regulations (labeling problems). He said the FDA informed the company at the american fertility society meeting on 10/7/95 that their devices could not be imported. (*)